Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements. The trend showed non-physiological impedance jumps on both right atrial (ra) and right ventricular (rv) leads. Dislodgement of the rv lead was suspected, but x-ray imaging confirmed the lead has not moved. Boston scientific technical services (ts) advise to perform troubleshooting to discard any potential lead integrity concerns. The physician scheduled a procedure to replace the device and leads for a subcutaneous implantable cardioverter defibrillator system. At this time, there is no evidence to suggest that this intervention has been performed. The rv lead remains in service and no adverse patient effects have been reported.